Manufacturer narrative:
This is a definitive report. This case was reported together with other 2 cases from a hospital to chinese authority, the chinese sale partner received it on 2024-06-03, and it was forwarded to manufacturer. The reporter did not provide any further information. According to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for lot# 4c3y13.

Event description:
(B)(6) 2024 - a 61-year-old female patient weighing 50kg came to the hospital with bilateral knee joint osteoarthritis. She had pain and poor mobility in both knees, so sodium hyaluronate was injected into the joint cavity to lubricate the joints. After injecting 25mg sodium hyaluronate injection into the right knee cavity under ultrasound guidance, she felt pain in the right knee cavity immediately, and the pain was obvious when she was forced and moved. Physical examination showed mild tenderness around the right knee joint right 4-word test (+), right grinding test (+), right floating patellar test (-), slightly limited flexion and extension. Treatment: the use of drugs was suspended, and the changes of pain in both knees were observed during follow-up.